Manufacturer narrative:
Submission date of this report: 2/9/1998. Caked green foreign material under cover arm above guide. Pump was set at 50ml/hr and run for 1hr. Pump delivered within spec with no difficulties noted during testing.

Event description:
The pt was being fed using a pump. 300 ml of an enteral feeding solution were hung, and the pump was set to deliver 50 ml/hr. 300 ml were delivered in 30 minutes. There was no illness, injury or medical intervention resulting from the event.